Manufacturer narrative:
(B)(4). The patient was treated with unspecified intraperitoneal and intravenous antibiotics for the peritonitis event. The patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with vancomycin (intravenous, once daily, for two days, dosage not reported) for peritonitis. The patient was discharged from the hospital after two days. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.